Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device met specifications because the product was not returned. As per the additional information there were no anomalies noted to the device during initial inspection and preparation and the device was prepared as per the dfu. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned.

Event description:
It was reported that during the procedure, a guidewire (subject device) fractured inside the patient. The subject guidewire was removed from the patient successfully. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the procedure, a guidewire (subject device) fractured inside the patient. The subject guidewire was removed from the patient successfully. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.